Event description:
Subject device: controlled subdermal tissue heating using a disposable injectablerf® electrode, thermirf generator system uses radiofrequency (rf) energy to heat tissue to a clinician-selected temperature to regenerate collagen. The thermitight procedure can be used on various areas of the body. Due to a procedural error on the part of the operator, the patient received facial burns which required subsequent medical intervention. The operator did not observe the user manual instruction to keep the skin temperature between 42 and 44 degrees centigrade. Over the entire area treated. Since the treatment time is specified at 15 minutes the patient skin temperature must have been greater than 49 degrees centigrade, 5 degrees higher than the specified range..we are unable to ascertain the patient's current status.